Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating with epic and epic had made a change in their system related to the pain pyxis, which resulted in patients and medications no longer appearing in the pyxis system. The patients were present in the system on the day of the issue, so troubleshooting was initiated with the hope of resolving the problem without needing to take the pyxis machine offline. The technical support specialist dialed into the lpain pyxis anesthesia device, checked datasync logs and confirmed that no communication issue with application server were found. After that, no response had been received following the initial inquiry sent to the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es did not communicate, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es did not communicate, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.